Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 697 mg/dl. Customer was admitted to the ER for elevated blood glucose and diabetic ketoacidosis, was treated intravenously with insulin and fluids, and was admitted to the hospital 2 hours later with an approximate blood glucose of 400 mg/dl. Customer was treated intravenously with saline and insulin fluids, and was released from the hospital two days later with no permanent damage and in stable condition. Tandem technical support performed system check with caller and confirmed pump was functioning as intended; however, customer reported using pump supplies for 3-5 days and not performing the air removal step when filling new cartridge. Customer was instructed to change pump supplies every 48-72 hours and was educated on the air removal process per the user guide.